Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet experienced fluctuating low blood glucose values between 60 and 90 mg/dl over several hours despite ingesting carbohydrates, and the device did not issue low or urgent low alerts. Symptoms included hypoglycemia without loss of consciousness, dizziness, or need for assistance. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included complaint handling, user counseling on low-glucose management, and troubleshooting and education on carbohydrate treatment and meal announcement behavior. Investigation of this case revealed no device malfunction could be confirmed and the cause of hypoglycemia remained unclear. It was concluded that the event was user-managed with education provided and no device failure identified.